Event description:
It was reported that review of this pacemaker system stored a signal artifact monitor (sam) event and triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms on the right atrial (ra) lead. This behavior appeared consistent with a ra anode conductor fracture. Additionally, there were right atrial auto-threshold (raat) test concerns. Minute ventilation (mv) signal oversensing was observed on the ra channel. A surface was placed, and the unipolar ra threshold measurement was 1v. Ra sensitivity was reprogrammed to 0.75 mv fixed to reduce myopotential oversensing in unipolar. Auto ra was programmed off due to suspected lead fracture. The field representative will meet with the physician to discuss programming considerations and next steps. The patient has been scheduled for a follow-up visit with the physician, and ts suggested performing x-rays and considering lead revision at that time. This pacemaker system remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that review of this pacemaker system stored a signal artifact monitor (sam) event and triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms on the right atrial (ra) lead. This behavior appeared consistent with a ra anode conductor fracture. Additionally, there were right atrial auto-threshold (raat) test concerns. Minute ventilation (mv) signal oversensing was observed on the ra channel. A surface was placed, and the unipolar ra threshold measurement was 1v. Ra sensitivity was reprogrammed to 0.75 mv fixed to reduce myopotential oversensing in unipolar. Auto ra was programmed off due to suspected lead fracture. The field representative will meet with the physician to discuss programming considerations and next steps. The patient has been scheduled for a follow-up visit with the physician, and ts suggested performing x-rays and considering lead revision at that time.this pacemaker system remains in service. No adverse patient effects or interventions were reported at this time.